Event description:
Healthcare professional reported right side "rupture and pain.¿ device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. Pain: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and pain¿ this record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, b6, d6b, d9, h6

Event description:
Healthcare professional reported, right side "rupture and pain¿. Device has been explanted and replaced.